Manufacturer narrative:
One used suction catheter was returned for evaluation. A photo was provided of the white foreign object removed from the patient, however, the object itself was not provided for evaluation. Examination of the suction catheter revealed it to be intact with no broken or missing components. The sample was assembled according to specifications. Based on evaluation, the foreign object was not part of the assembled suction catheter. The complaint was not confirmed as reported, and no root cause could be determined. All information reasonably known as of 30 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for lot m18172t302 was reviewed and the product was produced according to product specifications. All information reasonably known as of 12 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient's condition got worse during suctioning. A nurse checked the trachea with a bronchoscope and found foreign material, which may have come from the suction catheter. Per additional information received 4 apr 2019, the patient was already in a state of low oxygen saturation prior to suctioning. The suctioning was performed to prevent further desaturation. After x-ray and CT scan, the foreign material was found in the right bronchus. It was removed with a bronchoscope. No other medical intervention was required. The patient has normal oxygen saturation and there have been no further problems.